Manufacturer narrative:
Additional information sections: d10, g4, g7, g9, h2, h3, h6 the reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 decided to attempt a device implant of 9-asd-017. The physician unsheathed the left disc during the procedure and the disc appeared cobra shaped on the imaging modalities. The physician then decided to remove the device from the patients body and did not want to proceed with the procedure using the misshaped device. He re-sheathed the left disc and removed the device from the patients body. The physician then deployed a 9-asd-018 safely.